Event description:
Related manufacturer's reference number: 2017865-2021-36282. Related manufacturer's reference number: 2017865-2021-36285. It was reported that an asymptomatic patient presented in clinic prior to explant. It was discovered that there was a pocket infection. The physician opted for a full system explant. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.